Event description:
Manufacturer's evaluation of the returned device revealed melted and warped plastic on the right and center of the device's faceplate. No external scorch marks were observed. Technical support attempted to contact the device's owner to inquire about potential exposure to a heat source; however, agent was unable to reach customer. No patient injury was reported on original call from customer.